Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. The customer stated that they found a piece of the guidewire in the pt after the catheter was removed. Further info from the customer: the catheter was placed in 2007. This was the pts first placement of a dialysis catheter. The catheter was then removed (unsure of date). The pt came into the hosp for other reasons and had an x-ray done and noticed what looked like a coiled wire. The pt has a history of bypass surgeries and several other objects (lisa referred to them as "clips") in his body due to these surgeries. The doctor then ordered a CT scan which confirmed the presence of the wire and the pt had to have it surgically removed. The customer stated that the doctor did not notice anything unusual during the removal of the catheter. The sample catheter was discarded. The 50 cm of guidewire was removed and is being sent to ecri for evaluation.